Manufacturer narrative:
G4: 510k updated. One device was returned for analysis. Visual inspection showed deterioration to the downstream sensor seal. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the downstream sensor seal. As a result, the downstream sensor seal was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that part of the blockage sensor was lifted. Event occurred before patient use, during testing. There was no patient involvement and no patient harmed reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.